Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called and reported that their insulin pump was recommending boluses without accounting for active insulin. The customer¿s blood glucose level was 200 mg/dl at the time of the incident. The customer was waking up low due to this issue. The customer used candy to treat the lows. Troubleshooting or the incorrect boluses was completed but did not resolve the issue. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump received with operating currents within specification. The insulin pump passed functional testing including the self test, rewind, prime test, basic occlusion test, occlusion test, force sensor test, displacement test and dat test at 0.08695 inches. Unit received with minor scratched display window, case and keypad overlay. The insulin pump received with damage serial number label.